Manufacturer narrative:
This report is submitted on september 26, 2018.

Event description:
Per the patient's surgeon, the patient experienced breakdown of skin flap resulting in extrusion of the receiver-stimulator. The patient was treated with antibiotics (type and date not reported). Revision surgery to explant the device and reimplant the patient is scheduled; however has yet to occur as of the date of this report.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. This report is filed on november 2, 2018.

Manufacturer narrative:
This report is filed on november 12, 2018. (B)(4).